Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation the helix was broken at one centimeter distance from the tip of the catheter. Therefore, the investigation is confirmed that the helix was broken. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right leg via the right femoral artery contralateral approach, the helix was allegedly fractured. It was further reported that the broken catheter tip was allegedly detached inside the patient's body. Reportedly, the retained portion of the broken catheter tip was able to be snared and pulled out. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right leg via the right femoral artery contralateral approach, the helix was allegedly fractured. It was further reported that the broken catheter tip was allegedly detached inside the patient's body. Reportedly, the retained portion of the broken catheter tip was able to be snared and pulled out. There was no reported patient injury.